Event description:
It was reported the customer was experiencing low blood glucose. The customer's mother stated the customer's blood glucose declined to 33 mg/dl. The customer was treated with carbohydrates for their low blood glucose. The mother also stated the insulin pump indicated the customer should be treated with 1.4 units of insulin. It was found the customer's correction bolus was incorrect. The mother stated the settings on the customer's insulin pump was correct. The customer's blood glucose rose to 119 mg/dl after treatment. The mother declined to troubleshoot for the customer's low. Troubleshooting also found the insulin pump passed a selftest and static test. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.